Event description:
The customer reported that the power switch for the system was not functioning properly. Further info was rec'd indicating that the system could not power to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.